Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It is unknown if the patient was hospitalized for this event. The patient treatment for this event is unknown. The cause of the peritonitis is unknown. At the time of this report, it is not known if the patient has recovered from this event. No additional information is available.

Manufacturer narrative:
(B)(4).baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.